Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 537 mg/dl. The customer was treated with insulin pump. Customer stated that they had alert for unexpected restart and external ram crc error even after troubleshoot. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to interface board. Unable to confirm unexpected restart error, external ram crc error and unable to perform any tests due to blank display.